Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was leaking. This occurred during last fill of peritoneal dialysis therapy and the patient was connected at the time of the event. There was no damage to the packaging that the cassette was received in. The transfer set was changed as a preventive measure and the patient received prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluated for the reported event of a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received with two solution bags and an unknown patient line extension which were all used in the device-device interaction testing (simulation of use during therapy). Along with this, the disposable set was also visually inspected and underwent leak testing, clear passage test and a clamp function test. The device passed the functional testing and the reported event was not verified. However, during evaluation of the solution bag a leak was noted. Should additional relevant information become available, a supplemental report will be submitted.